Event description:
It was reported that surgeon tried to use the lobster claw to clamp down the fibula, as she clamped it down the claws broke off. No adverse consequences were reported.

Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided on a supplemental report.